Event description:
Related to MFR report # 2183959-2012-00176. Related to MFR report # 2183959-2012-00177. On or about (B)(6) 2007, the pt was implanted with an ams monarc sling. It was reported that the pt experienced vaginal pain, vaginal bleeding, dyspareunia, and other injuries. It was also reported that the pt has experienced significant mental and physical pain and has sustained permanent injury.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.